Event description:
Medtronic received information that 68.5 months post implant of this 27 mm aortic bioprosthetic valve, a transcatheter pulmonary bioprosthetic valve (tpbv) was placed valve-in-valve (failure mechanism of the mosaic valve not reported). It was determined that the internal diameter of the melody was too small and one month later both valves were explanted. A mechanical valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to medtronic for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. They physician stated the melody was too small for the patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.